Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported implant rupture with leakage of silicone into the surrounding glandular and lymphatic tissue. The device has been explanted and replaced with another manufacturer's device. This relates to the right side